Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The device was not returned for evaluation as it was discarded by the user facility; therefore, the results of the investigation are inconclusive and the root cause is unk. The info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that once the vena cava filter was deployed via the femoral vein, the legs did not deploy properly and the filter started to migrate towards the heart. The doctor was able to retrieve the filter with the retrieval cone via the jugular. No injury to the pt was reported. The doctor used a competitor's vena cava filter to complete the procedure.